Event description:
Boston scientific received information that the lead had experienced inside out abrasion and exposed conductors leading to noise on the rv channel. The lead was replaced. No implant information provided. Hospital: (B)(6) dr. (B)(6) event date on (B)(6) 2011 lead removed from service on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).